Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned since the system was useable throughout with the warnings of low space. The philips field service engineer (fse) inspected the system onsite and identified that the system was storing less images. To resolve the issue, fse recreated the image store and after that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without any interruption as the system was useable throughout with the warnings of low space. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to store images, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.